Event description:
During thoracic tube removal, thoracic tube broke, causing the distal portion of the tube to remain in the pt's chest. A mediastinotomy was performed to remove the tube. No apparent cause for breakage was noted.